Event description:
It was reported that during a supply change on the fill tubing page, the press-and-hold control on the ilet touchscreen was unresponsive, after which the agent guided a restart via the mobile app and a dry run succeeded with normal screen responsiveness, consistent with a touchscreen key/button not working. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of the information provided. Investigation of this case revealed a software-related problem associated with the touchscreen component manifesting as an unresponsive button press. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.